Manufacturer narrative:
Battelle critical care decontamination system (ccds) worker reported that, when knocking on the ccds anteroom chamber door, the window broke. The window is tempered glass and did not break out of the window frame. There was no report of injury. This report is required under the terms of the battelle ccds eua. All information known or reasonably known to battelle has been included in this submission.

Event description:
Battelle critical care decontamination system (ccds) worker reported that, when knocking on the ccds anteroom chamber door, the window broke. There was no report of injury.